Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, there was difficulty rotating the lead helix into the desired location. The physician made multiple attempts, and commented that there was a possibility of scar tissue in the patient's anatomy, making it difficult to position the helix deep into the tissue at the left bundle brach (lbb). Additionally, the electrical measurements were unacceptable. The physician decided to remove the lead, and replace it with a new lead to complete the procedure. No patient complications have been reported as a result of this event.